Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and, if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that an angio-seal was selected for use. A pre-deployment angiogram was performed which deemed the pt suitable for vascular closure. The deployer reported that the locator did not snap into the sheath securely and the collagen deployment was not smooth. After the angio-seal was deployed, hemostasis was achieved; however, when the suture was cut and the compaction tube removed, hemostasis was lost. Manual pressure was held for 5 minutes and hemostasis was achieved. Prior to leaving the room, the pt's pedal pulses were examined and documented as present. Approx one hour later, the pt began to complain of tingling sensations in the leg. Pedal pulses were then examined and the pulses had diminished. The pt was then brought to the operating room where a vascular surgeon performed a cutdown procedure and a thrombectomy was performed. The pt recovered from the procedure with no further complications and was discharged from the hospital the next day.